Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, - 11.00 diopter, within the same surgery due to the lens went into the eye upside down. The lens was damaged when removed. There was no patient injury. Another lens was not implanted.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial, with residue on lens. Visual inspection found a piece of one haptic torn off. (B)(4).